Event description:
After weight loss, the patient presented to the physician with ipg moving in the within the pocket, causing pain. Physician brought the patient into the or, created a new chest pocket to place the original ipg, re-sutured, and closed the incision.